Event description:
The customer states that the specimen ID number for one pt tested on a cd sapphire analyzer read initially as 369224. Since the number of digits is usually 7, the customer did not report the pt results. The customer repeated the specimen and the barcode was read as 3959224 which was the correct ID. The specimen was repeated using another cd sapphire and the barcode read the specimen ID correctly. Pt information regarding age, gender and weight were not provided. No impact to pt mgmt was reported.

Manufacturer narrative:
Investigation summary: the customer reported an issue regarding the barcode label of a sample in position 5 of the rack was initially read as 369224 on the cell-dyn sapphire hematology analyzer. The customer stated that number of digits for their speciment identification codes consists of 7 digits, therefore, the 6 digit number read by the analyzer was not reported and was then repeated. The repeat run was read 3959224 and this was the correct barcode ID. The customer also stated that any specimen that is in rack position 5 to 10 are not read with the corresponding speciment ID but with their assigned rrtt position. The rrtt incidents happened on any rack that is inputted, however, if the same racks are put in on another cell-dyn sapphire instrument, the barcode labels were read fine. The customer stated they have not cleaned the barcode window. Service was requested to resolve the issue. A field service rep (fsr) was dispatched to the customer site to service the instrument. The fsr investigation report stated the fsr replaced some worn parts (example, peristaltic tubing, spin head) and replaced the barcode reader (bcr) on march 19, 2007 as a precaution. The fsr was unable to determine the cause of the reported incident and noted that the bcr was worn. The performance of the analyzer was verified by running controls. The analyzer was observed for occurrence of a similar incident as the complaint from 3/19/2007 to 4/2/2007. No other incident similar to the complaint was reported during this period. There was no incorrect pt result reported out from the incident. Cleaning the barcode reader window on an as-needed basis is part of maintenance and as part of troubleshooting barcode reader problems stated in the cell-dyn sapphire tm system operator's manual. Trending: review of complaint reports for the months of october 1, 2006 through march 31, 2007 did not find an adverse trend for list number 08h00-01 for this complaint issue. Labeling: the event is addressed in the cell-dyn sapphire tm system operator's manual, list number 08h10-01, rev c, section 9, service and maintenance in section 10, troubleshooting and diagnostics. Device maintenance contributed to the issue. The barcode reader was dirty and required cleaning and the spin head was worn. The issue was resolved by service. No impact to pt mgmt was reported. This is the final report. End of report.